Event description:
It was reported that this right atrial (ra) lead and have been trending low in the last two months. Additionally, there is a suspected loss of capture in the ra. Technical services (ts) recommended to perform a patient initiated interrogation (pu). This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).